Manufacturer narrative:
Occupation is lay user/patient.

Event description:
The patient's mother complained of discrepant inr results with coaguchek xs meter serial number (B)(4) using 2 different strip lots compared to an unspecified laboratory method. This medwatch will cover strip lot 29415123. Refer to medwatch with patient identifier (B)(6) for information on strip lot 31404821. The patient was tested on the meter using strip lot 29415123 at 7:25 a.m. With a result of 5.6 inr. The patient was tested on the meter using strip lot 31404821 at 7:27 a.m. With a result of 6.0 inr. The result from the laboratory at 8:30 a.m. Was 2.5 inr. The patient's therapeutic range is 2.5 - 3.5 inr. The patient's mother thinks the results from the laboratory were correct. No changes were made to the patient's coumadin dose. No adverse event occurred. The patient is in stable condition. The patient has some bruising, however, no medical treatment was required. The patient recently changed from taking warfarin compound to warfarin in pill form. The patient has had no other medication or health changes. The patient is not anemic or polycythemic. The patient does not have anti-phospholipid antibodies and is not on any other anti-coagulants. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.